Event description:
Report received of an over-delivery. The customer indicated the event was the result of an operator error in programming the device. At 1700, the pump was programmed to deliver an unspecified concentration of dilaudid at a continuous rate of 2.0mg/hr instead of the intended 0.2mg/hr. It was reported that between 1700 and 2000 the patient received 6.7mg of dilaudid. At 2000, the patient was found unresponsive, but breathing. The patient was initially treated with 0.1mg of narcan, but required frequent, unspecified doses of narcan over a 5 hour period before "pt recovered". The patient was discharged three days later with no reported adverse sequelae. Though requested, no further information was available.